Event description:
Caller reported a malfunction on a pump with code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to contact support again if the issue happens in the future.